Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a rapid eri to eol period was observed. It was unable to determine the reason for the rapid voltage drop following eri. On (B)(6) 2018, the device was explanted and replaced. The patient condition is fine.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. Bench testing on the device was performed; telemetry, sensing, pacing, lead impedance, and patient notifier were tested, and the device¿s function was normal. No high current was noted throughout bench and stress testing. The cause of the premature depletion remains undetermined.